Manufacturer narrative:
(B)(4). D4- the following sections could not be completed because the lot information could be: d4 - lot number - 67559979 d4 - exp: feb 1, 2036 d4 - UDI: (B)(4) h4 - mfg: feb 4, 2026 or the part/lot information could be: d4 - lot number - 67571146 d4 - exp: jan 30, 2036 d4 - UDI: (B)(4) h4 - mfg: feb 4, 2026. G2- united kingdom h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a bilateral ppk case, upon screwing the femoral cutting guide in place, one of the mis headed screws fractured. The head of the screw sheared off, leaving the screw in the patient. The surgeon was able to retrieve the damaged screw. However, the head of the screw became stuck in the pin driver. This was a bilateral case so there was a spare screw and the surgery continued without any negative impact on the patient. There is no additional information available.